Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed device recorded days with low temperatures near or below the labeled storage conditions. The battery voltage was tracking the temperature and appeared to still be low based on the latest data. The recommendation is not to implant the device and hold it in a warm place for three days. This device was not in service. No patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed device recorded days with low temperatures near or below the labeled storage conditions. The battery voltage was tracking the temperature and appeared to still be low based on the latest data. The recommendation is not to implant the device and hold it in a warm place for three days. This device was not in service. No patient involvement. Additional information received which indicated that a technical service request (tsr) has been completed on this device and that a fault code occurred. An interrogation was done, and this device did not receive a fault as it was beyond three days period and cleared for implant. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed device recorded days with low temperatures near or below the labeled storage conditions. The battery voltage was tracking the temperature and appeared to still be low based on the latest data. The recommendation is not to implant the device and hold it in a warm place for three days. This device was not in service. No patient involvement. Additional information received which indicated that a technical service request (tsr) has been completed on this device and that a fault code occurred. An interrogation was done, and this device did not receive a fault as it was beyond three days period and cleared for implant. No adverse patient effects were reported.